Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version: 2.1.0, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A110208 was coded for system restarting by itself. A1102 was coded for the registration issue. A23 was coded for the error 64 message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that after collecting trace points, the 3d model disappeared but the traced points remained on the screen. Then, an error 64 came up and restarted the system by itself. After the system booted up, the previous registration was saved, but the site decided to restart registration and continue with surgery. It was noted that the surgeon would collect a lot of points per registration which could be the contributory cause. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0, ubd:- , UDI#:- medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. Unable to reproduce the reported behavior in-house. Logs captured that the site performed three registration attempts, with a maximum of 3,489 trace points, and all registrations were successful. The archive contains five computed tomography (CT) exams and two other exams. Among these, one CT exam and two other exams showed an error stating 'cannot be used with stealth' as the data was not valid for navigation. The site performed trace registration on the CT-5 exam, collecting trace points on the nose and covering the full head, achieving an accuracy metric of 1.1 millimeters (mm) within the yellow and green accuracy zones. Additionally, two more registration attempts were captured in the previous registrations on the CT-5 exam, with error metrics of 1.3 mm and 1.4 mm. However, the logs and archive didn't capture enough information to determine the root cause. Codes: b01, c19, d15 h2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Logs were reviewed and there were three sessions on the date of issue reported. Among these, second session logs captured a corefile and segfault in qmlguiservice during the registration task. The corefile was genrated by "qmlguiservice", coredump captured that the program terminated with signal sigsegv, in the libnvidia-glcore.so.430.40 in the function "mre::details::defaultshaderstoragebufferobject::initialize(). This error might have caused 3d model disappeared. Codes: b01, c10, d18 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6. The system was serviced in the field and no failure was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.